Event description:
During use of the device for a non-clinical activity, the user reported that the end cover clevis pin was corroded. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Method - actual device involved in incident was evaluated. Visual examination. Result: component/subassembly failure (pin). Conclusion: device failure directly caused event. Note: the reported complaint was confirmed. The root cause was attributed to damage.